Event description:
The customer reported that the system produced uncommanded x-rays during a pt procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was found to be operating as intended. However, the power to the control panel processor was discovered to be low and the related contacts and connectors were cleaned and reseated. The alleged malfunction may have resulted in a possible accidental radiation occurrence.